Event description:
It was reported that the bd phaseal¿ injector luer lock n35 experienced leakage when transfering the p14 and the n35. The user observed bubbles in the syringe with 1ml of fluid and it looks strange. They noticed a few drops on the gloves and on the outside of the phaseal¿ components. No report of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: as no physical samples or picture samples were returned for evaluation, a returned sample investigation could not be completed. Retained samples of the reported injector (lot 1705110) were obtained from the manufacturing facility for investigation. Upon visual inspection of the retained samples, no defects were observed. The retained samples were assembled to a vial and a syringe for functionality testing and leakage did not occur. A device history record review for the reported injector product (material number: 515003) did not reveal any non-conformances during the production of lot number 1705110 that could have contributed to the reported defect of leakage. During the manufacturing process, inspections are performed throughout the assembly process and the molding process to detect any defective product. Based on the investigation, a cause for the reported issue cannot be determined for this incident. Inspections and tests: the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process: visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Assembly process: the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a calliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and punctured by the cannula. For all manufactured lot, leak test is performed to confirm that no leaks appear on the membranes. The root cause cannot be established.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35 experienced leakage when transferring the p14 and the n35. The user observed bubbles in the syringe with 1ml of fluid and it looks strange. They noticed a few drops on the gloves and on the outside of the phaseal¿ components. No report of serious injury or medical intervention.